Event description:
It was reported that tubes were used after expiration date with a bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. This occurred on 25 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: tubes were made at different timing, because the volume of s.cit solution in individual tubes is different ( that would be caused by evaporation). They want to know how this issue could be occurred.

Manufacturer narrative:
H.6 investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for expired tubes with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text: see h.10.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0341763. Medical device expiration date: 2011-09-30. Device manufacture date: unknown. Medical device lot #: 4156877. Medical device expiration date: 2015-03-31. Device manufacture date: 2014-06-05. Medical device lot #: 5089549. Medical device expiration date: 2016-01-31. Device manufacture date: 2015-03-30. Medical device lot #: 5120695. Medical device expiration date: 2016-02-29. Device manufacture date: 2015-04-30. Medical device lot #: 5336525. Medical device expiration date: 2016-09-30. Device manufacture date: 2015-12-02. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 8276554. Medical device expiration date: 2019-07-31. Device manufacture date: 2018-10-03." Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes were used after expiration date with a bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. This occurred on 25 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: tubes were made at different timing, because the volume of s.cit solution in individual tubes is different ( that would be caused by evaporation). They want to know how this issue could be occurred.